Event description:
Rptr had a mastectomy on 5/7/85, she had another co's implant on 11/10/67 and this co's implants on 9/17/86. She has had adhesions, inflaammation of vagina and bowel, unexplained bleeding of vagina and bowel, ulcerative colitis, basal cell carcinomas (9) and breast cancer. These eventually lead to hysterectomy, colectomy with ilioaanal pullthrough, mastectomy and breast reconstruction. (Same rptr referred to in 1001176.) (*)